Manufacturer narrative:
Additional/updated information was added to reflect the foot section of the bed being returned to the manufacturer for evaluation. The result of the evaluation was that the unit had a defective control box which emitted smoke during the evaluation, which confirmed the original complaint issue. The control box was found to have the wrong (carbon film) resistors in place. Resistors r5 and r6 showed evidence that they had failed, which likely caused the c5 capacitor to fail, ultimately resulting in the unit emitting smoke. The date code of the control box is december 21, 2015 which is within the date range of recall crt16-0003.

Event description:
The junction box was smoking.

Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The junction box was smoking.